Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a procedure was cancelled post patient sedation. During the procedure, a smartfreeze cryoablation system was selected for use to treat atrial fibrillation. The patient was partially sedated with low doses of propofol and fentanyl. However, immediately following balloon catheter inflation, an error message stating 'injection pressure is too high' was encountered. Troubleshooting efforts included replacing the cryoablation cable and polarx fit balloon catheter, as well as reloading the system; however, these actions did not resolve the issue. Consequently, the procedure was cancelled and rescheduled, and it was successfully completed on a subsequent day. No patient complications were reported.